Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the adhesive pad loose could not be determined, however based on the information the patient provided, it is likely due to use error.

Event description:
Patient called to report that on (B)(6) 2019 the adhesive pad started to come loose. Patient removed the device as it would not stay on and the needle was exposed. Patient stated he works in a warehouse and tends to sweat and bend a lot.